Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 27 mmol/l. Customer reported insulin pump had cracked near the battery compartment. Customer stated that the insulin pump was dropped. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.